Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to approximately 20 mmol/l (360 mg/dl) while wearing the pod between 49 and 71 hours. The patient reported that the cannula was blocked. Reported symptoms include malaise, headache, confusion, nausea and weakness. It was also reported that the patient¿s ketones measured 2.2 (units not provided). The patient was treated with 5 units of novorapid (insulin aspart) and a new pod was placed. The patient was released later the same day.